Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss upper limb/neck and spinal pain. It was reported that ipg had been ¿flipping¿ in pocket per patient. Surgeon was going to move ipg to different location. When opened pocket there was a significant amount of fluid. Cultures taken and sent in. At lead site evidence of infection therefore md took system out. Will replace in 3 months.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 18-jun-2025, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 15-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.